Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from non-vitros quality control fluids using vitros immunodiagnostics products ipth reagent pack in combination with a vitros 5600 integrated system. A definitive assignable cause for the higher than expected qc results could not be determined with the information provided. Results from precision testing were inconclusive as the customer did not process the full number of replicates required and therefore unexpected instrument performance cannot be entirely ruled out as contributing to the events. Based on the qc data provided, a reagent performance issue cannot be entirely ruled out as a contributing factor. In addition, the possibility that the higher than expected and imprecise qc results were a consequence of a mas omni immune control lot 18101 fluid issue cannot be entirely ruled out as the customer did not process any vitros control fluids as part of the investigation. Inappropriate pre-analytical sample handling cannot be ruled out as contributing to the events as the customer did not provide information regarding the qc fluid handling techniques used. After obtaining acceptable qc results, the customer has declined to troubleshoot the issue further.

Event description:
A customer obtained higher than expected ipth results from non-vitros quality control fluids using vitros immunodiagnostics products ipth reagent pack in combination with a vitros 5600 integrated system. The following results breached vitros ipth potential health and safety criteria: qc level 2: 2103.45, 2197.19, 1727.45, 1511.88 and 1592.28 pg/ml versus expected result of 1161.00 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected results were not reported from the laboratory and the customer confirmed there had been no unexpected patient results during the timeframe. However, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of actual patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).